Manufacturer narrative:
Hologic technical support (ts) reviewed logs from customer but advised them to use panels for proficiency tests instead of "known" samples. Customer re-ran the proficiencies, and the competencies completed with no issues. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported a sar-cov-2 tma run, wl 003387-20200624-02, on panther instrument sn (B)(4) had discrepant results. Customer was using previously tested patient samples for an operator proficiency test, but the sample results did not correlate.